Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging potential side effects with CPAP treatment. The patient was diagnosed at end of 2023 with sinus cancer via her ent specialist. The doctor indicates a potential link with the use of CPAP. Patient on CPAP since (B)(6) 2020 and had remstar CPAP (B)(6) 2020 to (B)(6) 2021. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.